Manufacturer narrative:
(B)(4).a device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized on an unknown date prior to death for dehydration and influenza. The patient was performing therapy at the time of death. The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). A review of the device service history record for serial number (B)(4) revealed there is no previous service history for this device. A review of the device history record and event history log revealed no device failure, malfunction or iipv (increased intraperitoneal volume) events that could have caused or contributed to the reported of patient passing away. Upon its receipt from the customer, serial number (B)(4) was tested and found to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. The device passed the homechoice rite electrical test and the rite functional test. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.